Event description:
According to the reporter, during total laparoscopic hysterectomy, at cuff closure, the needle broke off. An x-ray was done to locate the missing piece which was in the vaginal cuff wall - needle was retrieved. Surgical time was extended as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.